Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation. Device not returned

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was closed on the cystic artery and the device would not open. The surgeon pulled the device off of the artery and bleeding occurred. Unknown how much bleeding and if there was an blood transfusion given. Unknown how the case was completed. Unknown patient consequence. Device was discarded. Additional information was requested the following was received: the surgeon indicated when he closed down and fired what he believes to be the 5th clip, he heard a crunch noise and it ¿didn¿t feel right¿. The firing was not smooth as if the device jammed upon closing and then the device would not release. The handle stayed closed. The surgeon attempted to use graspers and shake the device off, but it would not release. He had to pull the jaws off the artery and was left with an arterial hemorrhage/¿blood bath¿. Surgeon indicated that fortunately he was able to control the bleeding with clips and there was no further harm for the patient. The surgeon is an experienced device user.